Event description:
It was reported that the pt underwent a fusion surgery to treat degenerative discopathy at the lumbosacral segment. An unk time post-op, the pt was diagnosed with a non-union. The pt underwent a revision surgery to treat the non-union.

Manufacturer narrative:
(B)(4) (pseudoarthrosis). Neither the device nor films of applicable imaging studies were returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device info.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
For all mas, the crowns are showing impactions due to tightening with a spinal rod. For 9x mas the impactions are symmetrical and are consistent with a neutral loading on the connection head. For 1x mas, the impactions are asymmetrical, consistent with the transmission of flexural loading of the connection head. The heads of some mas present scratches coming from the explantation maneuvers. No specific signs of loosening or metal wear have been found. No bone screw has been found broken. A portion of bone thread has been returned. The finishing and the weight of the part indicated it is made of stainless steel and is probably the bone screw thread coming from a previous surgery as described in the report event. This part is not related to the other cd horizon legacy 5.5 titanium implants returned.